Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The event electrodes were returned for evaluation and the customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. Electrical and continuity testing was not performed due to a broken wire at the sternum electrode. The broken wire appeared very damaged and twisted, suggesting rough handling by the end user. Visual examination observed hair adhered to the adhesive. This indicates the patient was not properly prepared for electrode placement. The instructions for use informs the user to remove excess chest hair and warns that excessive hair can inhibit good patient to electrode coupling. No trend is associated with reports of this type. Please reference medwatch number 1218058-2015-00022 for a similar investigation from the same customer.

Event description:
Complainant alleged that while attempting to treat a pt the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another set of electrode pads and another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please refer to medwatch number 1218058-2015-00022 for the second set of electrodes.